Manufacturer narrative:
Approximate age of device ¿ 2 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired on (B)(6) 2017. The cause of patient¿s expiration was unknown; however, it was reported that the pump was operating as expected. Log files were not obtained, and the device was not explanted. Additional information was requested, but was not provided.

Manufacturer narrative:
A correlation between the device and the reported patient outcome could not be determined. Information provided indicated that the patient was found by their spouse in their home and the cause of expiration was unknown. The pump was reportedly functioning as expected. The healthcare professional reported that system controller log files were not obtained and the pump would not be returned. Additional information regarding the patent's outcome was requested; however, the customer reported that no further information is available. No prior events were reported for this patient throughout approximately 2.5 years on vad support. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.